Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), oversensing associated with the right ventricular lead, the impedance trend on the rv (right ventricular) defibrillation conductor was decreasing and also beyond the expected upper range and the unexpected delivery of a ventricular tachyarrhythmia therapy. It was noted there were 2625 ventricular sics since last session 4.097 days ago and 26 episodes with v-v intervals <(> <<)> 220ms between (B)(6) 2016. The rv defibrillation impedance trend began to fall between 78 ohms and 51 ohms starting (B)(6) 2015 and the rv pace impedance has been out of range high since (B)(6) 2014; three inappropriate shocks delivered from (B)(6) 2016 due to non-physiologic oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and the right ventricular (rv) lead exhibited a suspected lead fracture, high pacing impedance and oversensing of noise and sensing integrity counter (sic). The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.